Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR shows no abnormalities related to the reported failure. Failure analysis -investigation of the returned unit showed up and down movement in the lock, and the lock is ratcheting in the unlocked position. Additionally, the base casting has a crack in the back spine. Further, since patient injury was involved, the unit was sent to quality engineering (qe) for further investigation and the findings of the service & repair report were confirmed by qe and noted that the unit had noticeable cleaning and tape residue present. To resolve the issues, the base casting, disk ratchet, retaining ring, washer, wave spring, screw and nut were replaced along with general maintenance and cleaning performed. Root cause - the evaluation has confirmed that the lock is not working properly. The customer stated that the unit was tagged to be repaired but had reused it and resulted in an injury to the patient. There was slight movement and ratcheting in the lock and a crack in the base casting. The probable root cause is routine use and wear of the device. Additionally, improper or suboptimal placement of the skull clamp can contribute to slippage or movement of the patient's head. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported the following: ¿we had a slip in mayfield pins today that resulted in patient injury. The mayfield had been tagged a week or two ago to be evaluated because the swivel lock was broken. The clamp had not been picked up yet, somehow made it back into circulation, and was used in a case today. The swivel lock failed and caused a deep laceration to the patient¿s head.¿ subsequently, additional information was received as follows: 1. What type of procedure was the device used? Answer: c2-t2 posterior spinal fusion 2. What revision/intervention was performed during the incident? Answer: patient was flipped back to stretcher. 3. What action was taken after the product problem occurred (adjustments, replacement, etc.)? Answer: mayfield replaced with a different one. Laceration was sutured and stapled. 4. Was there a delay in surgery due to product problem? If yes, how long (in minutes)? Answer: approximately 60min. 5. How was the procedure completed? Answer: as usual.